Event description:
Patient was undergoing a laparoscopic cholecystectomy during which time a covidien endoclip stapler misfired. The patient had an unremarkable post-op period and was subsequently dismissed in good condition. There was minimal blood loss associated with the procedure and a lengthening of the hospital stay was not necessary.